Event description:
It was reported to boston scientific corporation that the deployment suture of an ultraflex tracheobronchial stent device broke after approximately one-half of the stent had deployed (patient gender, age and weight are unknown). According to the complainant, the physician attempted to use forceps to complete the deployment sequnce; however, the deployment suture tore again. Reportedly, the catheter was removed and replaced with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial examination of the returned device noted that only a fully deployed and expanded stent with a deployment suture thread was returned for analysis; the delivery system was not returned. The returned deployment suture thread was noted to be knotted and tangled. After untangling the thread, it was noted that it was broken and frayed approximately 140mm distal to the pull-ring. The cause of the reported malfunction is design related.